Event description:
A malfunction alarm, specifically a tandem mobi cartridge alarm, was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller successfully reloaded the original cartridge onto the pump and resumed insulin therapy, resolving the issue.